Manufacturer narrative:
Device analysis the catheter was examined: multiple kinks were noted on the catheter. The kinks are approximately 16mm and 42mm proximal from the distal tip. There was also evidence of bend and twist of the catheter shaft lumen. The coil was examined: the coil was observed to damage and the fep was deformed. The deformed portion is approximately 6mm proximal from the distal tip of the catheter. The damage extends to approximately 8mm proximal from the distal tip of the catheter. The fep material is damage showing evidence of bubbling and charring over the coil. Examination with aid of magnification revealed that the coil is exposed. The coil winding was observed to be stretched and separated .there is also a separation of the catheter shaft causing the inner lumen and thermocouple wire to be exposed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A closurefast catheter was being used. It is reported that the procedure was performed and completed without issue. When the catheter was removed from the patient it was noticed that the catheter was kinked. There was no injury to patient. When the device was returned to the manufacturing facility for evaluation, it was noted that the coil was exposed. The coil winding was observed to be stretched and separated. There was also a separation of the catheter shaft causing the inner lumen and thermocouple wire to be exposed. Evaluation summary: the closurefast device was received for evaluation. On examination, multiple kinks were noted. Bend and twist of the catheter shaft lumen was also noted. The coil was observed to be damaged and the fep was deformed. The fep material showed evidence of bubbling and charring over the coil. Visual inspection under magnification revealed that the coil was exposed. The coil winding was observed to be stretched and separated. There was also a separation of the catheter shaft causing the inner lumen and thermocouple wire to be exposed. The customer experience of a catheter kink has been confirmed. Analysis of the returned device was completed on the 10 june 2016 - on review of the catheter it was noted that the coil is exposed. Us and EU rd updated.